Manufacturer narrative:
Device evaluation anticipated but not yet begun. Conclusions - a follow up report will be submitted upon completion of investigation.

Event description:
The customer's daughter alleges, the footrest pops when in the down position and the lift chair is not level. When her mother was getting out of the lift chair, her feet got tangled somehow resulting in a fall. The customer sustained a fractured hip.